Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were multiple, intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The customer did not provide cgm readings nor bg meter readings. Although requested, the customer declined to provide additional information.